Event description:
It was reported that during a laparoscopic right hemicolectomy procedure the device kept erroring as 'relax pressure on blade' then after 3 errors, told the surgeon to replace the instrument. The same thing then happened with the second device. The generator was checked and no issue was flagged. The handpiece was also changed and both were not found to be faulty. The device was disassembled and reassembled both times and both the surgeon and the scrub nurse were very experienced users. The procedure was converted to open and prolonged by twenty minutes. Two devices will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: how long has the surgeon and account been using the gen11? What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Why was the lap procedure not completed with another harmonic device, enseal device or another method such as electro-cautery? Or was there another reason for the convert to open, such as: patient¿s anatomy? Physician preference? What is the patient¿s current condition?

Manufacturer narrative:
(B)(4). The device was received with the hand activations contacts bent. The device was assembled to a handpiece and it was difficult to rotate the shaft due to the damage found on the hand activation contacts; the device was tested on a gen11 and an alert screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an alert screen or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically.